Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured PICC is confirmed; however, the exact cause is unknown. Five photographs of a groshong nxt clearvue were returned for evaluation an initial visual observation of the photographs showed a fractured groshong catheter. The catheter was fractured on the proximal side of the 35 cm mark. In the images, the fracture surface was observed to be irregular and have slightly rounded edges. Use residues could be seen on the sample in all returned photographs. Despite the number and quality of photographs, not enough details could be seen to determine a root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported patient diagnosed with acute myeloid leukemia for more than 7 months. At 15:57 on (B)(6) 2024, the patient was admitted to the hospital, the patient brought into the right upper arm PICC (our hospital (B)(6) 2024 tube), asked about out-of-hospital maintenance of the pipeline, the patient's PICC maintenance registry marked on (B)(6) 2024 in another facility outpatient maintenance, (B)(6) 2024 in a different facility maintenance. At the time of admission, the patient and his family reacted that they could not draw blood back during the outpatient maintenance at the facility (B)(6) 2024, and after saline injection, the arm 5-8cm above the puncture point of the PICC was swollen, and in accordance with the requirements, a chest x-ray was done on (B)(6) 2024 to check the position of the catheter, and the tip of the catheter was located at the level of the 6th posterior rib. Based on the abnormalities reported by the patient and his family, the doctor in charge of the bed was asked to document the course of the disease and sign a consent form for the conversation. The patient was told that a chest x-ray was needed to clarify the catheter, but the patient and his family took out the chest x-ray results from the outpatient clinic of this hospital on (B)(6) 2024, stating that the chest x-ray had been done only 11 days earlier and that they were not willing to do another chest x-ray for catheter localization. The patient and his family agreed that the PICC catheter should not be used for the time being after admission, and that they should apply for a PICC consultation and wait for the consultation's opinion before deciding whether the catheter could be used or whether it needed to be withdrawn. The patient and family agreed. On (B)(6) 2024, CT examination was completed, and on (B)(6) 2024, unilateral upper extremity venous ultrasound examination was completed, suggesting: ¿the right brachial vein and its subordinate branches have regular course, smooth wall, no dilatation or stenosis of the lumen, and the lumen closes well after pressure is applied, and no abnormal echoes are seen in the lumen. The right side of the noble vein, axillary vein and subclavian vein can be seen in the echoes of the placement, which can show that no obvious light cluster echoes are seen around the placement.¿ the patient was due for PICC maintenance on (B)(6) 2024, and considering that a PICC consult was to be requested the following day, which might require extraction, the patient requested that maintenance be pushed back to friday, (B)(6) 2024, after the opinion of the consult. The PICC patch was intact, with no rolled edges, and a nursing note was given. Infusions were administered during this time using an arm indwelling needle. On (B)(6) 2024, at approximately 10:00 a.m., the PICC team instructor reviewed the patient's catheter and indicated that the catheter was not abnormal and could be used. The nurse in charge washed 10 ml of tube sealing fluid and then connected to the infusion, the infusion fluid was 0.9% sodium chloride plus injectable omeprazole group fluid 100 ml, and the patient did not complain of arm discomfort. At about 10:30 a.m., the head nurse was ready to perform the patient's PICC maintenance, and found that the arm was swollen in the area 5-8 cm above the puncture point, so the infusion was stopped immediately. Checking the patient's PICC situation, immediately decided to pull out the catheter, pull out the catheter when the PICC lamination intact without any abnormality, pull out that is found that the catheter breaks, the stump of a total of the remaining 8cm , the remaining 30cm of the catheter is not seen, immediately given to the puncture point above the tie tourniquet, pacify the patient, and at the same time, reported to the subdistrict area of the nursing medical department, and at the same time, the nurse immediately contacted the PICC to explain the situation. Ask the doctor in charge of the bed to contact the emergency chest x-ray, and take the patient to the radiology department for an emergency chest x-ray, which showed that the broken end of the PICC in the patient's body had slipped into the right ventricle. He contacted team of radiology department and made an appointment for emergency ¿percutaneous selective venography¿ + ¿percutaneous intraventricular vascular foreign body removal¿, entered the operating room at 15:40, and the catheter stump was successfully removed at 16:20, and the patient and his family were accompanied back to the ward at 16:30. At 16:30, he accompanied the patient and his family back to the ward, and was given cardiac monitoring, and the patient's vital signs were stable. The right femoral vein puncture point was wrapped with bandage and gauze under pressure, with no blood seepage, and the patient was strengthened on rounds and condition monitoring¿.